Event description:
Spontaneous communication from pt reporting she infused last time on sunday ((B)(6) 2022) and it took her 3 hrs to infuse the medication instead normal infusion time (90 mins). She is a fully trained pt on how to properly use the pump and rewind to normal position at the end of the infusion. Advised her that we are going to replace the pump with new one and she needs to return the old pump. Unk if the pt has photos of the device. Pt experienced no clinical injury due to product issue. Pt was able to complete infusion; backup device was not needed. Lot number or serial number is unk. No further info provided. Reported to (B)(6) by pt/caregiver.